Manufacturer narrative:
Visual examination of the tip confirmed adequate weld penetration at the weldment area. The anchor is damaged, this damage likely occurred when being removed from the patient. Dimensional assessment of the components found them to meet print specification. With the limited clinical details regarding patient bone quality and site preparation along with the lack of the inserter, a root cause cannot be determined. Device history record review confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the anchor broke off of the inserter during insertion. The surgeon was able to remove the anchor using a rongeur.